Event description:
It was reported the patient did not recharge the ipg as recommended as the ipg was not recharged for over 1 year ago. As such, ipg was unable to communicate with external devices and deemed inoperable. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section a4: information regarding patient weight was not known. Section b3: date of event is estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.